Event description:
It was reported that during an implant procedure the physician placed the lead in patient's right ventricle, but was unable to extend the helix. The physician then removed the lead from patient for testing on the table, but was only able to extend the helix with some difficulty. A new right ventricle lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant and indicated stretching. (B)(4).